Event description:
Procedure (s) included: laparoscopy with laparotomy, cystoscopy with retrograde study. According to the reporter, a verres needle was placed in left upper quadrant to gain pneumoperitoneum. Incision was made above the umbilicus in mid-line and visiport was placed. A 0 degree scope was used under direct vision. Once the visiport was removed and an endoscope was placed, the patient became bradycardic and hypotensive. Insufflation was stopped an no sign of bleeding in peritoneum cavity was seen. Haemqueue showed a dramatic drop in hemoglobin and a laparotomy was performed immediately. The patient expired in ICU approximately 11 hours after surgery at 05:00am in 2007. Provisional diagnosis was made of a retro-peritoneal injury to major vessels from placement of port. The surgeon believes the product was not faulty. The hospital is currently holding on to the device and will not release any more details until all internal reports are finished.